Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have broken white wire. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the white wire connecting the pca to the battery cells was broken at the cells. This resulted in an inability to charge to full capacity. The root cause for the broken white wire cannot be positively identified but is likely severe shock from physical impact. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.